Event description:
(B)(4). I have been living with chronic pain since 2011. I was not having any of these issues until I had this device put in me. I have since found out that I am allergic to nickel and metals. I was never offered to get a allergy test. I am suffering from depression, anxiety, pain, headaches, tiredness, I was recently diagnosed with fibromyalgia which I did not have until now. I had to have a hysterectomy back in (B)(6) 2015 due to pain and non stop bleeding. My symptoms have still not gotten better. It has ruined my life.